Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/28/2014: dim, faded, discolored display and a cracked battery compartment.

Manufacturer narrative:
Submitted: 09/10/2014. Device evaluation: on investigation, the display was noted to be dim, faded and discolored and the battery compartment was found to be cracked.